Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx450 did not alarm for a vtach on (B)(6) 2020 and that they had v tach alarm questions on monitoring settings. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.